Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected for implant. During deployment, the device kept coming out of the delivery sheath in a cobra shaped head. The physician tried to straighten it out without success, the device was eventually replaced with a 9mm asd device. The patient remained hemodynamically stable and no adverse consequences were reported.